Manufacturer narrative:
This case was initially received via regulatory authority (inspectie gezondheidszorg en jeugd, reference number: (B)(4) on 03-jul-2019. The most recent information was received on 15-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('immediate abdominal pain after placement') and device breakage ('remnants essure left behind in uterus and pelvis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016 the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and procedural pain ("placement was painful/ immediate abdominal pain after placement"). On (B)(6) 2016, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("remnants essure left behind in uterus and pelvis") with post procedural discomfort. On an unknown date, the patient experienced headache ("headache"), groin pain ("aching groins"), pain in extremity ("aching legs"), myalgia ("musle ache everywhere"), poor quality sleep ("restless sleep"), night sweats ("night sweats"), burning sensation ("burning feet"), back pain ("back pain"), confusional state ("confused in my head") and fatigue ("extreme tiredness"). The patient was treated with surgery (essure and fallopian tubes removed on (B)(6) 2016 in hospital). At the time of the report, the abdominal pain, procedural pain, headache, groin pain, pain in extremity, myalgia, poor quality sleep, night sweats, burning sensation, back pain, confusional state and fatigue outcome was unknown and the device breakage and complication of device removal had not resolved. The reporter provided no causality assessment for abdominal pain, back pain, burning sensation, complication of device removal, confusional state, device breakage, fatigue, groin pain, headache, myalgia, night sweats, pain in extremity, poor quality sleep and procedural pain with essure. The reporter commented: patient reported on (B)(6) 2017: essure placed in hospital and placement was painful. Immediate abdominal pain after placement. Furthermore head ache, aching groins, aching legs, musle ache everywhere, restless sleep, night sweats, burning feet, back pain, confused in my head, extreme tiredness. Nickel allergy. Essure and oviducts removed on (B)(6) 2016 in hospital. Patient reported complaints after removal operation of essure and asked for an ultrasound, but was not getting this. There appeared to be remnants essure left behind in uterus and pelvis, for which patient has to be operated again (additional surgery). Operation did not take place so far. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-jul-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('immediate abdominal pain after placement') and device breakage ('remnants essure left behind in uterus and pelvis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and procedural pain ("placement was painful"). On (B)(6) 2016, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("remnants essure left behind in uterus and pelvis") with post procedural discomfort. On an unknown date, the patient experienced headache ("headache"), groin pain ("aching groins"), pain in extremity ("aching legs"), myalgia ("muscle ache everywhere"), poor quality sleep ("restless sleep"), night sweats ("night sweats"), burning sensation ("burning feet"), back pain ("back pain"), confusional state ("confused in my head") and fatigue ("extreme tiredness"). The patient was treated with surgery (essure and fallopian tubes removed on (B)(6) 2016 in hospital). At the time of the report, the abdominal pain, procedural pain, headache, groin pain, pain in extremity, myalgia, poor quality sleep, night sweats, burning sensation, back pain, confusional state and fatigue outcome was unknown and the device breakage and complication of device removal had not resolved. The reporter provided no causality assessment for abdominal pain, back pain, burning sensation, complication of device removal, confusional state, device breakage, fatigue, groin pain, headache, myalgia, night sweats, pain in extremity, poor quality sleep and procedural pain with essure. The reporter commented: patient reported on (B)(6) 2017: essure placed in hospital and placement was painful. Immediate abdominal pain after placement. Furthermore head ache, aching groins, aching legs, muscle ache everywhere, restless sleep, night sweats, burning feet, back pain, confused in my head, extreme tiredness. Nickel allergy. Essure and oviducts removed on (B)(6) 2016 in hospital. Patient reported complaints after removal operation of essure and asked for an ultrasound, but was not getting this. There appeared to be remnants essure left behind in uterus and pelvis, for which patient has to be operated again (additional surgery). Operation did not take place so far. Further company follow-up with the consumer or regulatory authority is not possible. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.